Manufacturer narrative:
There was no reported device malfunction associated with the adverse event. System logs were requested but were not available. (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, auris health, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a successful diagnostic procedure using the monarch bronchoscopy system, a pneumothorax was noted. A chest tube was placed, and the patient was admitted to the hospital. There was no reported device malfunction associated with the adverse event.